Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : examination of the returned device revealed the trial was not cracked, but instead broken. The noted damage is consistent normal use and servicing and the investigation did not establish a need for corrective action. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the size 2.5 mbt rev tibial view plate is cracked and needs to be replaced. No pieces were left in the patient.